Event description:
Upon filling the accuflo 200 ml/hr volume 100 ml elastomeric device with 0.9% sodium chloride, the elastomeric device started to leak at the base of the reservoir where the tubing exits.